Manufacturer narrative:
Other (failure of clip to open completely). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two device malfunctions reported to occur during the same procedure. It was reported to boston scientific corporation in 2009, that a resolution clip device was used to treat large vessel fundus bleeding five days later. According to the complainant, the physician was unable to open the clip completely. The procedure was completed using two additional resolution clip device. It was reported that there was no serious injury to the patient resulting from this event. The patient's condition at the conclusion of the procedure was reported to be stable and fine. Refer to manufacturer report # 3005099803-2009-xxxxx for the details regarding the second device failure.